Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs. And motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed the idle current test, ran current test, self-test, off no power test, unexpected restart error test, displacement test, and rewind. Unable to perform occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.